Manufacturer narrative:
On november 16, 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number: 3507595mc; serial number: (B)(6) on the left side and catalog number: 3507555m; serial number: (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-dec-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received at mentor. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed within a plastic bag and was observed deflated. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided does not match the system. Unable to confirm the lot number. Follow-ups are in progress. When information is received, supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 350cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. As a result, the patient underwent explantation and replacement surgery on (B)(6) 2021.